Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had pain around the implantable neurostimulator (ins) pocket site that was discovered on (B)(6) 2017. There were no factors identified that might have led or contributed to the issue and troubleshooting/diagnosis was not performed. A pocket revision was planned but not yet scheduled to reposition the ins, so the issue was not resolved at the time of the report. The patient was alive with no injury and there were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.